Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as the device would cycle, but would not inflate. A new inflatable penile prosthesis pump was implanted. There were no patient complications.